Event description:
Preterm born at 26+ weeks via vaginal delivery admitted to nicu for preterm, respiratory distress and r/o sepsis. PICC ordered for parenteral nutrition - during catheter insertion into the saphenous vein resistance was met, so the PICC was-slowly withdrawn when it fractured leaving 5 cm remaining in the leg. Neonate was transferred to an outside (B)(6) hospital for a surgical consult for retrieval.